Event description:
The suture would not slide on the first anchor. Another anchor was inserted, and the suture had to be tugged on before it would slide. The first anchor was left in the place with the sutures cut free.

Manufacturer narrative:
Device was not returned for evaluation.